Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead dislodged, was fractured, and had high impedance. The lead was capped and replaced. No patient complications have been reported as the result of this event.